Event description:
After a coronary drug eluting stenting treatment procedure, a thrombosis occurred and several hours later the pt expired. The pt presented emergently with an acute mi, exhibiting chest pain and EKG abnormalities. The lesion was located in the 90% stenosed, non-calcified and non-tortuous lad. The physician predilated the vessel with a 2.5x20mm maverick balloon. A taxus express2 3.0x32mm drug eluting stent was placed in the mid lad followed by a taxus express2 3.5x32mm drug eluting stent in the proximal lad, in a non-overlapping fashion. No difficulties were reported during the initial implant. Seven hours later the pt began to experience chest pain and EKG changes. The pt went back to the cath lab where they found an acute closure of the proximal stent. They ballooned the stent to clear the thrombus and the physician then attempted to place a taxus express2 2.75x16mm drug eluitng stent, but was unable to place it due the tortuosity and small anatomy of the vessel distal to the lesion. The reintervention was complete at this time and the pt was transferred out of the cath lab. The following day, the pt exhibited the EKG changes and chest pain again. The pt experienced before they were able to get them back to the cath lab. The pt had been on aspirin, plavix and a iib iiia inhibitor. The physician's assessment of the event to the death was that it was not related to the stent because the distal lad had poor outflow and he felt it was a "recipe for a clot; closure".